Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the field service engineer (fse) inspected the device and verified the reported condition. The fse replaced the solenoid valve assembly to address the issue. The ventilator passed all test and operated within the manufacturing specification. The ventilator was returned to service.the solenoid assembly was received for failure investigation. An investigation was performed and no failures were identified.

Event description:
It was reported that during testing, the high-pressure test failed. There was no patient involvement.